Manufacturer narrative:
Date sent: 12/9/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, the tyvek sheet was torn before use. Another device was used to complete the case. There were no adverse consequences to the patient.